Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was a gap of adhesive on the distal end which a stain entered inside the lens causing insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the dirt found inside the light guide lens, other evaluation findings are as follows: the air / water cylinder and suction cylinder had no color; the fixing force of the guide wire did not meet the standard value due to damage on the knob wire; the bending angle in the right direction did not meet the standard value due to wear of the angle wire; the distal end and the forceps elevator were corroded; the adhesives on the bending section cover and around the light guide lens were cracked; the connecting tube was wrinkled; and the water tightness of the forceps elevator was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or / if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, dirt was found inside of the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.